Manufacturer narrative:
The reported differential pressure calibration test step failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported error code related to the battery is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 200 was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a differential pressure calibration test step during testing. The device's tubing length was adjusted to address the issue. The device was re-tested and the device failed testing due receiving an error code related to the battery. Err_batt_low_state_of_health_int_li_ion notifies the user that the battery life has declined. The battery is still functioning and ac power can also be used; however, the battery is not functioning to specification. The device's internal battery was replaced to address the issue. Additionally, the device failed a non-reportable test step related to the detachable battery during testing. Check detachable battery capacity test checks if the battery is charged to a particular level required by the test, does not affect therapy. The device needs new external battery to address the issue.